Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Additional information was reported that only the cuff was replaced due to recurring incontinence and urethral atrophy. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.